Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was delivering too much insulin in the past two weeks. The caller mentioned having problems before receiving a letter and it was giving insulin when it was not supposed to; the customer experienced low blood glucose. Troubleshooting could not be performed as customer stated not having time to test and will call back later. No further information was provided.